Event description:
The customer reported to olympus, the evis exera iii video system center had no image on the screen. The customer troubleshooted and tried a new scope and connector pigtail. When the processer was swapped the image was able to be seen again. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was found to be caused due to a faulty patient board set. In addition to the reportable findings documented in b5, non-reportable findings are as follows; worn out video connector latch causing poor connection with pigtails, current soft ware version 3.01 is outdated, recommend to update to ver. 4.10, and corroded top cover and bottom chassis. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed due to printed circuit board. Olympus will continue to monitor field performance for this device.